Manufacturer narrative:
One symphion fluid management accessory was received for evaluation. Visual analysis of the returned device revealed that there were no issues or signs of damage noted to the connector, cord or pressure sensor. Functional analysis revealed that it was possible for the pressure sensor connector to be inserted into the receptacle on the controller and for the pressure sensor to physically connect to the endoscope. However, the console displayed "pressure sensor test failed. Replace pressure sensor" error message during set-up. Based on the investigation of all available information, the most probable cause for this event is supplier manufacture. An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that another complaint has been reported for the same lot number.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was used in a symphion resection procedure performed on (B)(6) 2017. According to the complainant, during preparation, the controller prompted a faulty pressure sensor message. The procedure was completed with another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). Manufacturing site name: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 03, 2017 that a symphion fluid management accessory device was used in a symphion resection procedure performed on (B)(6) 2017. According to the complainant, during preparation, the controller prompted a faulty pressure sensor message. The procedure was completed with another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.